Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion set. Caller alleged that the customer was hospitalized due to air bubbles in the tubing. Prior to going to the hospital, customer¿s readings were normal at 11:00 p.m. Customer was then tested again at 2:00 a.m and had a result of 20.2 mmol/l and ketones 2.2. Many air bubbles were present. Mother disconnected and performed fill tubing to remove the air bubbles. Mother also changed to a new cartridge, but kept same tubing. Mother gave the customer injection insulin by pen. Mother states she gave injection out of convenience and because the customer is young. Customer was not incapable of self-treatment due to diabetes state. A half hour later, blood glucose and ketones still high of 20.4 mmol/l and ketones 2.7. Customer tested at 3:45 a.m. On his meter and received a result of 18.4 mmol/l and ketones 1.8. The customer experienced elevated blood glucose symptoms of vomiting. The customer was taken to the hospital and admitted at approximately 4:00 a.m. At the hospital they noticed more air bubbles, so mother changed to new tubing, and air bubbles did not persist. Readings returned to normal, and customer was released from hospital at approximately 12:00 p.m on (B)(6) 2017. The hospital did not provide any treatment to the patient. The caller alleged that there is a product defect with the infusion sets, that is causing the air bubbles. The infusion set was requested to be returned for product evaluation.